Event description:
Caller reported that their pump screen was dark and would not turn on, and the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try various troubleshooting steps, such as pressing the pump button firmly, using known working charging supplies, and plugging the pump into different wall outlets for an extended period. Despite these efforts, the pump remained non-functional due to an unstable charging connection. It was ultimately determined that the pump could not be replaced as it was out of warranty.